Event description:
The device was received by abbott vascular with a separated soft tip. The device does not appear to have been used on a patient. The site was unable to provide any information on this device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted no blood or contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was separated at the distal edge of the distal seal. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The separated portion was not returned. The inner diameter of the tip proximal to the separation and past the proximal seal was measured and met manufacturing criteria. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for tip detachments for this lot. A conclusive cause could not be determined for the tip detachment. All stent delivery systems are visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.